Event description:
It was reported, that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled the altitude operating range. There was no impact to the customer¿s blood glucose. Reportedly, customer ultimately cleared alarm and customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.